Event description:
It was reported the xenon light source would not stay on when pressing the power button and the unit shuts off. The issue occurred during preparation for use of an unknown diagnostic procedure. There was a delay for a couple of minutes due to having to hold the power button in to complete the procedure. The patient had already received propofol sedation before the unit was turned on. The procedure was completed using the same device. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. The device was evaluated onsite. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
New information added to the following fields: d8, h4. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The fse examined the button, it was functioning as expected. The connecting rod that actuates the relay switch slides freely as it should. By passing the power button and rod, the fse still could not get the switch in the rear of the unit to stay in without popping out. The relay switch pops right back out as if something inside could possibly be shorting out and/or tripping the switch to pop back out. The fse informed the facility they would need to send the unit in to the olympus depot for repair. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor the field performance for this device.